Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive data review. The root cause of the (ua) 07 was due to the failed load cell module. The damaged enclosures and failed load cell were likely attributed to mishandling, such as a drop. During visual inspection, a cracked top cover and the front enclosure were observed, the UDI label was unreadable, and the load plate cover was torn. The observed physical damages were unrelated to the reported complaint and appeared to be characteristics of user mishandling. The front and bottom enclosures, the UDI label, and the load plate cover need to be replaced to address the damages. During the further inspection, unrelated to the reported complaint, the lcd backlight was not functioning as the connector was unplugged. The issue was likely attributed to user mishandling, such as a drop, as indicated by the damages of the autopulse platform covers. The backlight issue was resolved by reattaching the lcd cable and ensuring that the connector was securely locked. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed a failed load cell module 1. The load cell module 1 needs to be replaced to remedy the (ua) 07 error. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
During the patient call, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The crew immediately reverted to manual CPR and then switched to another autopulse platform. No consequences or impact to the patient.